Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: infective endocarditis and the pacemaker: cardiac implantable electronic device infection. Med j malaysia; 67(6): 618-619. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information about a patient with an implantable pulse generator (ipg). The article reports that the patient developed a fever and pus discharge from the implant site one week post-implant. The infected pacemaker pocket area was explored, irrigated and resutured during the fourth day of hospitalization. The patient was given intravenous antibiotics and further oral antibiotics upon leaving the hospital. Four months later the patient presented to the emergency department with atypical chest pain, cough and fever. The ipg was subsequently explanted. No further patient complications have been reported as a result of this event.